Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a connection error with the microscope. The site stated that there was a microscope connection error, as the following message was displayed: "navigation error. No lan network connection available. Connect the system to the network and repeat the process." Troubleshooting was conducted by phone, however the error persisted. The probable cause of the reported issue was a damaged network cable. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736364, serial/lot #: (B)(6) , ubd: , UDI#: h6: multiple annex a codes were coded for this event. A1102 was coded for the connection error. A05 was coded for the damaged network cable. A13 was coded for no network connection. H3, h6: the system was serviced in the field and the microscope cable was defective. The cable was replaced. B01, c07, and d02 are applicable. Product ID: 9736364, serial/lot #: (B)(6) was received by the manufacturer for analysis. The returned cable had a damaged network connector. A continuity test confirmed opens for pins 6, 7, and 8. Otherwise, the cable assembly passed a continuity test for the other cables and displayed a good image for a secondary monitor. B01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.